Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd bactec¿; peds plus¿;/ f culture vials a bottle flagged a false positive. Confirmed by gram stain. Results were not reported and there was no impact to patient.

Manufacturer narrative:
H.6. Investigation: bd was not able to perform an investigation since neither batch number nor returned goods samples were available. Batch history records are always reviewed prior product release. No corrective actions were required. Plots suggest an event (electrical, environmental, or physical) which might have disturbed signals in the morning of 1/28/21. While the drawer temperatures are steady a half degree drop on c and d at 1 am on the 28th. Also, the heater duty cycle varying at the same time. Drawer c and d seem to have the most variability. Four drawer slams on drawer c (drawer closing hard enough to cause it to bounce open for an instant) late on the 27th and early on the 28th.

Event description:
It was reported that while using bd bactec¿; peds plus¿;/ f culture vials a bottle flagged a false positive. Confirmed by gram stain. Results were not reported and there was no impact to patient.